Manufacturer narrative:
Investigation: the run data file was analyzed for this event. No unusual process variable was identified and the signals in the run data file indicate the trima accel system operated as intended. The customer stated they pack the units in coolers with cloths between the products and ice. Per the procedure records, hemolysis was not occurring during the procedures. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported seeing hemolysis in double red blood cell (drbc) products. They were discovered in the distribution department, prior to issuing to the hospital. Per the customer,the hemolysis is determined by color, no testing is done. There was not a transfusion recipient or patient involved at the time of this unit processing, therefore no patient information is reasonably known at the time of the event. Weight was included due to limitations within internal system. Donor identification #:(B)(6). The disposable set and product were discarded. The customer is returning the retention segments for investigation.

Manufacturer narrative:
Updated root cause: the analysis of the run data files did not find a conclusive cause for the reported hemolysis in the rbc products. No unusual process variable was identified and the signals in the run data files indicate that the trima accel systems operated as intended. It is possible that the hemolysis experienced by the customer could have been related to: product handling post collection, procedural process errors, product storage temperature conditions or storage solution issues, donor physiology.

Manufacturer narrative:
This report is being filed to provide additional information in . Investigation: the bag segments were not returned for evaluation. A terumo bct technical consultant conducted a site visit and did not identify any trends orunusual process variables that would help explain the recent increase in hemolyzed rbc products. A review of the device history record for this unit showed no irregularities during manufacturing were relevant to this issue. Root cause: the analysis of the run data file did not find a conclusive cause for the reported hemolysis in the rbc product. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended.